Event description:
A surgeon reports a pt develped endophthalmitis with loss of vision two days following intraocular lens (iol) implant surgery. The pt has had an excellent outcome with rapid resolution following treatment.